Event description:
It was reported, that during the processing of transferring, the norian drillable inject 3cc-sterile was not the right amount. This happened during surgery but the seal was never broken. A 5 cc sterile syringe was readily available. There was no patient harm. The surgery was completed with no delay. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.subject device was received by manufacturer on dec 26, 2014 and subsequently evaluated as previously reported but received date was mistakenly not reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that to an unknown cause, it was reported that, the norian drillable inject 3cc-sterile in the processing of transferring the amount was not the right amount. This did happen during surgery but the seal was never broken. The supplier reported that upon receipt, ¿the unit was returned the package was intact the syringe was attached to the rotary pouch upon receipt.¿ the supplier reviewed the DHR and found no issues that are related to the complaint condition. The supplier reported that ¿syringe tip was filled with approximately 1cc of product which was extracted by the physician. The syringe appeared to be undamaged. The rotary pouch was opened. The material contained inside was uniform in distribution and appeared to be homogenous in consistency and blending. Inside the pouch near the tip was a collection of hardened material. This material was removed from the pouch and syringe tip. The hardened material was examined and appeared to be consistent in composition. The material was then broken up and examined. There were no foreign materials or clumping of elemental fibrous materials.¿ the supplier concluded ¿it is theorized that the physician began to pull the material into the syringe in preparation for a procedure, and the material hardened in the interim time period. No specific root cause can be assigned. There is no indication that the device malfunctioned or that the contents of the product were not properly mixed.¿ based on the evaluation, the failure is considered confirmed but is not considered to result from manufacturing processes or materials. The supplier makes no distinction internally between the reported lot number dsb7444 and knb7444. Internally, the lot is identified as ¿b7444¿, and ¿ds¿ (dsm biomedical) or ¿kn¿ (kensey nash) are appended to the front as a supplier indicator (both suppliers are now identical). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. Expy, nov 2015. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.